Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) during a device check. Thresholds had also increased significantly. There were previous reports of a rise in impedances and the patient was being monitored closely. The lead was surgically abandoned and a new lead implanted. There were no additional adverse patient effects reported.